Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Good faith attempt was carried out three times to obtain subsequent and detailed information on the event. Since there was no response, was not possible to surmise a cause therefore, the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This file was originally submitted on 7/19/2024 however due to the crowd strike error the receiving server was down, and this file has now been resubmitted on 7/23/2024. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.